Event description:
It was reported that the patient had the pump and catheter removed due to infection. The patient was receiving lioresal via the drug delivery system; no drug withdrawal was reported. Perioperative antibiotics were administered. The patient did not have meningitis. The patient experienced redness, swelling, drainage and pocket erosion. The primary location of the infection was the device pocket. It is unknown if a culture was obtained. The patient was treated with intravenous and oral antibiotics. The infection resolved.